Manufacturer narrative:
The cause of the discordant low ca results is user error during calibration of a new lot of calcium reagent. Siemens headquarters support center personnel evaluated the instrument log data and concluded that the data was consistent with the chemistry 1 calibrator levels having been incorrectly switched during calibration. The customer later stated that they had manually printed calibrator barcodes and that the barcodes were incorrectly placed on the calibrator vials. The issue was resolved when the customer recalibrated calcium with properly labeled calibrators. Qc now passed and corrected patient results were reported. The device is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant high calcium (ca) results were obtained on qc and patient samples on the dimension vista 1500 system immediately after calibrating a new reagent lot. Patient results were reported. The same samples were rerun on the same instrument after recalibration and lower results were obtained for nine samples. Corrected patient results were reported. There are no known reports of patient intervention or adverse health consequences due to the discordant high ca results.